Manufacturer narrative:
A visual examination confirmed the threaded tip the inserters sheared off at the distal tips and the tip of p/n 14-533073 remained inside of the spacer p/n 14-533151. The tip was returned as well as the associated spacer. Other than the distal tip of the inserter remaining inside of the spacer, there appears to be no other issues with the spacer. A review of the DHR indicates that there were no dimensional, functional or material anomalies reported at inspection. The package insert states "bending, loosening or fracture of the implants or instruments" are possible adverse effects. The probable underlying root cause for the damage is excessive forces on the instruments leading to instrument fracture during usage of the device. File three of three for the same event.

Event description:
The thread at end of the shaft broke off. The report states the patient retained a foreign body.

Manufacturer narrative:
Per the complainant, the device remains implanted. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.file 3 of 3.